Manufacturer narrative:
UDI: (B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that when she canceled treatment, she opened the cassette door to remove the tubing set and discovered there was fluid leaking inside the cassette door compartment. The patient completed dialysis treatment through manual exchanges and retained the sample to be returned for product investigation. Additional information was received from the patient's pd nurse, who confirmed that the patient had not experienced any adverse event and had been treated with oral ciprofloxin prophylactically. The sample is being returned.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection was performed and noticed damage on film cassette, no others issues were detected on tubing set. After visual inspection the cassette was inspected with a microscope and determined that the damage was one pinhole, no damage on the hard plastic was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that when she canceled treatment, she opened the cassette door to remove the tubing set and discovered there was fluid leaking inside the cassette door compartment. The patient completed dialysis treatment through manual exchanges and retained the sample to be returned for product investigation. Additional information was received from the patient's pd nurse, who confirmed that the patient had not experienced any adverse event and had been treated with oral ciprofloxin prophylactically. The sample is being returned.